Event description:
Customer reported his sensor readings were inaccurate. Customer's current blood glucose was unknown. He stated there is a wide gap between his sensor readings and blood glucose. One night the device kept alarming low all night, sending the device into threshold suspend mode. The sensor reading was 60 mg/dl, but the meter reading was 170 mg/dl. Customer declined troubleshooting because the issue only occurred once. He was advised to call if needed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.